Event description:
It was reported the customer experienced an elevated blood glucose (bg) level above 27.7 mmol/l; cause was due to malfunction alarm and customer not having an alternate method for insulin therapy. Customer administered a manual injection to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.